Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per (B)(4) complaint escalations, infusion products global customer support operations. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). (B)(4). Biomed tech. Called in for help on error code 120-4610 on 8015 unit. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Tech get error code 120-4610 on 8015 unit which has to do with power supply processor the charge is too low needs to replace first the battery on the unit once replace if still get same error next to replace iis the power supply board. Ref: (B)(4).